Manufacturer narrative:
Batch review performed on 27 august 2025. Lot: 2212167: (B)(4) items manufactured and released on 03-aug-2022. Expiration date: 14-jul-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in reporting instability and the cause is unknown. About 6 months after the primary surgery, the surgeon upsized the poly (from 14mm to 17mm) and the surgery was completed successfully.